Event description:
It was reported that the patient experienced infusion set cannula was bent when removed and also reported patient had high blood glucose which required multiple bolus attempts and a set change on (B)(6) 2025.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action 2356421 and corrective and preventive action 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. E1: (B)(6). Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system on 13/jun/2026 against lot number 6009056 and similar malfunction codes: electronic quality management system search a query was run in the electronic quality management system on 20-apr-2026 against lot number 6009056 and similar malfunction code(s) :soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal -blockage. The review confirmed that lot 6009056 and the identified failure mode are not associated with any nonconforming reports or corrective and preventive actions of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 13/jun/2026 against lot number criteria equal 6009056 and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type), adhesive patch completely detaches during use- detachment / significant wetness. The number of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 6009056 was manufactured according to the work instruction version 81 and packaging in the multivac 12, on 10/sep/2024 with a total of (B)(4) units. The sub-assembly of the lot 4h04668 was manufactured according to the work instruction version 27 and manufactured in quickset line, on 10/sep/2024, with a total of (B)(4) units. The sub-assembly of the lot 4h04669 was manufactured according to the work instruction version 27 and manufactured in quickset line, on 10/sep/2024, with a total of (B)(4) units. The sub-assembly of the lot 4j00867 was manufactured according to the work instruction version 27 and manufactured in quickset line, on 10/sep/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4h04645 was manufactured according to the work instruction version 42 and manufactured in the machine mp04 & mp08, on 08/sep/2024, with a total of (B)(4) units device history record review: confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: device history record review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in complaint (B)(4) on 14/jun/2026 work instruction - guidance for visual testing for complaints area version 3: 3 samples tested and passed visual inspection. Work instruction - guidance for functional testing 1 air flow test passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report complaint (B)(4) test report.pdf conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.